Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 404 mg/dl. The customer was mentioned insulin flow block alarm, this was the past event. Customer was assisted with troubleshooting for insulin flow block alarm and they stated that event was resolved by changing infusion set. The insulin pump will not be returned for analysis.